Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a backup alarm failed error message. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a backup alarm failed error message. The customer reported that the alarm occurred two weeks prior, and only happened once, and did not reoccur. The customer inquired if the device was ready for use. The rse advised the customer to perform a preventative maintenance, and backup alarm test; if the device passes, the customer can return the device to service. Investigation ongoing / resolution pending.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the issue was cleared, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.